Event description:
Customer reported differences in her sensor glucose and blood glucose readings. The customer stated she received a threshold alarm when her blood glucose was 130 mg/dl. The customer's blood glucose was 130 mg/dl at the time of the call. The customer stated she could not upload her data to carelink. The customer also reported irritation at the site of her sensor and adhesion issues. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.